Event description:
Patient lost stimulation. Doctor decided to explant leads.

Manufacturer narrative:
Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead a was visually inspected and found to be discolored and severely kinked with broken wires. Lead a also failed continuity testing. Lead b had outer tubing compression damage, no other visual anomalies were noted. Lead b passed all continuity testing. Conclusion: the claim for lead a was confirmed. The wire was exposed to stress beyond its limits, however, the source of the stress could not be determined. Lead b passed functional testing and performed as intended. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.